Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of mesh detachment.

Event description:
It was reported that during a trans obturator tape procedure using an obtryx? Ii system - halo device, the mesh was noted to be broken. Another device of the same type was used to complete the procedure. No patient complications were reported.